Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for analysis. The complaint was confirmed through visual inspection and functional testing. The cause was a broken microswitch. The microswitch was replaced and the device passed all testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was a constant alarm saying, ¿refill water¿. There was unknown patient involvement.